Event description:
It was reported that a patient presented with erosion noted on the leads and device or the patient system. a culture was taken but an infection was not confirmed. The entire system was explanted. No further adverse patient conequences were reported.